Event description:
The customer alleged that the audio alarm was intermittent. The mallinckrodt nellcor puritan-bennett customer support engineer inspected the device and replaced the conversion board and main power switch as a precautionary measure. The unit passed extended self testing. It is not verified that the alarm was intermittent and no malfunction may have occurred. This report is not an admission by mallinckrodt nellcor puritan- bennett that this device caused or contributed to the event alleged in this report.